Event description:
There was an allegation of questionable ise indirect gen.2 na results for one patient tested on a cobas integra 400 plus. Prior to patient testing, the customer confirmed calibration and qc were within the acceptable ranges. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the sample on the same cobas integra 400 plus as well as a cobas 6000 c (501) module. The patient's initial na result was 131 mmol/l. The patient's repeat na result on the cobas integra 400 plus was 137 mmol/l. The patient's repeat na result on the cobas 6000 c (501) module was 135 mmol/l. The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer changed out the ise solution 1, ise solution 2, and etcher. He performed an electrode service and precision testing. He verified the precision results were acceptable. The field service engineer performed precision and calibration and had acceptable results. He found the sample was improperly mixed. The investigation is ongoing.

Manufacturer narrative:
Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.